Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported during attempted implantion of a xen 45 gel stent that the slider "not advancing smoothly." There was no injury to the patient. The device did not make contact with the eye. Surgery was completed with a backup.